Manufacturer narrative:
Analysis: medtronic was informed that this product was sent to the pathology dept of the hosp, and will not be returned to medtronic for analysis. Discussions with the pathologist indicates that there appears to be no visible pannus or signs of defectiveness with the valve. The pathologist did indicate that the valve did have a tendency to appear to stick in the open position, but the reason for this observation could not be ascertained by the pathologist. Conclusion: root cause for the clinical observation cannot be determined as the product will not be returned for analysis. Should add'l info related to this event becomes available, a follow up report will be submitted.